Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt.

Event description:
After deploying a stent in the nephric artery, the stent suddenly migrated forward approximately 7-8mm. The age and gender of the pt is unknown. The vessel is described as highly calcified. The rate of stenosis is 85-95%. The product was properly inspected and prepped prior to use. There was no difficulty accessing the lesion with a guidewire. The lesion was not pre-dilated. The stent delivery system (sds) was advanced to the lesion without difficulty. After the sds was properly positioned in the lesion, the balloon was inflated to 10 atmospheres (atms), and the stent was deployed. There was good apposition with the vessel wall and the stent. When the physician removed the delivery system from the pt, the stent suddenly jumped forward. The stent did not cover the entire lesion. The physician terminated the procedure and has no intention to place another stent in the lesion. There was no reported injury to the pt.